Event description:
It was reported the device was used during a lap appendectomy procedure. Reported the surgeon used two tsw35 devices during this procedure. It was reported the surgeon encountered oozing at the staple lines and "pumpers" when releasing the device. The surgeon resected the cecum due to excessive bleeding. It was reported seven reloads were used during the procedure. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.48797. Device-a. D5,6; h4: info not available. Based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to why the instruments reportedly produced "staple line bleeding" during surgery. The instruments were returned in good physical condition. The instruments were cycled, fired, cut, and formed the staples within design spec. The instruments were disassembled to examine the internal components and no deformations could be identified. It was concluded that the instruments were fully functional and conforming to design specs.